Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Boston scientific rec'd info that the field rep checked this pt and noted that both the right atrial (ra) and right ventricular (rv) leads were programmed to unipolar pacing and sensing and were picking up noise; several inappropriate stored episodes were recorded. The field rep later spoke with the nurse and she noted that the lead safety switch (lss) has been triggered one yr earlier on both leads. Upon further eval the field rep noted that noise was noted with pocket manipulation, however, this did not have any effect on therapy. The pt is not pacemaker dependant and both leads remain programmed to unipolar mode. No adverse pt effects were reported. No add'l info is available at this time. If add'l info becomes available, this report will be updated.